Manufacturer narrative:
The subject device has not yet been returned to olympus for evaluation. The exact cause of the user's experience cannot be conclusively determined. If additional and significant information becomes available at a later time, this report will be updated.

Event description:
Olympus was reported that during a tonsillectomy, there was an important burn on both of the corners of the mouth and the defect may be on the hook sheath. No more information has been obtained.